Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to getting shocked. Device interrogation revealed that the implantable cardioverter defibrillator had not been checked since (B)(6) 2017. Device interrogation revealed episodes of oversensing and inappropriate high voltage therapy. No changes were made at the time. The patient does not have a cardiologist and the physician in the emergency room (ER) did not want to make programming changes. Patient was asymptomatic.